Event description:
It was reported that there was a ¿possible¿ infection at the incision site, but not at the lead incision site. A supplemental report will be sent with any additional information.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown , product type: lead. (B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient reports no longer wearing the device.